Event description:
Major pump unit(s) involved: device thrombosis.additional text: pump thrombosis.specific component(s) involved: pump drive unit malfunction.additional text: pump failure.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of pump.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.